Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the o-ring was not tight which due to that the reservoir had abnormal air bubbles. The customer¿s blood glucose was unknown. Device will not be return for analysis.